Event description:
It was reported the pt is receiving ineffective stimulation due to receiving stimulation in unintended areas. Reprogramming did not provided resolution. A CT scan was ordered to evaluate the pt's scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.